Event description:
Spontaneous report. Nurse from (B)(6) called to let us know the crono syringe was defective. She said she drew up the medication, and the rubber stopper in syringe came disconnected from plunger and the medication ended up on the table. Unknown if pt missed a dose or experienced an adverse event, unknown if defective device is available for return. Reported to (B)(6) by: health professional.